Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 581 mg/dl with moderate ketones and vomiting associated with a call service alarm issue. Reportedly, the patient resumed the insulin pump and was treated in the emergency room with insulin via injection. During troubleshooting with customer technical support, it was revealed that the pump had emitted call service (cs 006) alarms. The reporter stated that the patient's bg came down to 220 mg/dl, but would not stay down and attributed this to the cs alarm issue. It was also reported that the patient had an ear infection at the time. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a call service alarm issue.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/24/2016 with the following findings: a review of the black box revealed one call service (cs) 020 alarm post the last basal delivery recorded on (B)(6) 2016 at 6:01pm. The total daily dose added up correctly and reflected the programmed basal rate target. Multiple corrupted eeprom records were observed in the history download. The pump powered on with auditory and vibration alerts to a hard ¿cs020¿ alarm. A ¿cs020¿ is defined as an eeprom hardware failure. The remaining steps for the reported ¿cs006¿ complaint were unable to be adequately verified due to the hard cs 020 alarm. The pump¿s cover was removed; there were no intermittent conditions w found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).